Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient has trouble reading, seeing distance, can't drive at night. She notes flickering and new floaters. Has trouble seeing in dim lights in the house. She notices her other eye is doing all the work. She is seeing better through her weaker eye. Her surgeon was surprised and could not figure out what the issue for her is. There was nothing wrong with the lens or her eye as far as he could tell. He gave her a glasses prescription. Additional information has been requested, received and stated the patient had vision issues one month post implantation. In the surgeon's opinion, the product did not cause or contribute to the event. There was no patient harm.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that a qualified cartridge and handpiece were used with a non-qualified viscoelastic. This would not be related to the reported issue. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter (patient) has an appointment scheduled for (B)(6) 2024. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated fluorescent lights still an issue for patient. Sunglasses relieved the issue. The patient was able to play golf, pickleball, tennis, drive and read. Saw a physician for second opinion. She was not confident in visit. The physician told her it would take a very long time to recover from a second eye surgery. The patient will have a third opinion.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).